Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level in the 300s. Reportedly, customer's non-tandem continuous glucose monitor was not available, and customer was unable to check bg levels via a meter. Although requested by tandem technical support, customer declined troubleshooting, or to provide additional information regarding the issue.